Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet during a cartridge change, with alerts sounding for elevated glucose before the user completed the change and resumed insulin delivery following guided troubleshooting. Symptoms included elevated blood glucose up to 325 mg/dl for about 2 hours without ketone testing, backup therapy, or medical intervention. Outcomes included no reported injury, no loss of consciousness, and no hospitalization. Investigation included customer service troubleshooting and education, during which the user successfully reconnected the system and insulin delivery resumed. Investigation of this case revealed no device malfunction was identified and the event was attributed to cause unclear hyperglycemia in the setting of delayed response to alerts and interrupted insulin delivery during the cartridge change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.